Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Evaluation method: other - device history record review. Results: other - no similar defect was reported during the manufacturing or packaging processes of this lot. Conclusions: other - (B)(4) was issued to address issue. At the time of this report the results of investigation of the device sample are not available. A follow-up report will be submitted if additional information becomes available.